Event description:
It was reported that, "patient presented to dr. (B)(6)'s clinic with symptoms of pain in her right leg. She had recently undergone gallbladder surgery. Dr. (B)(6) performed a hip aspiration to draw some routine labs. The cultures were negative. However, due to positive bone scan, persistent pain and recent surgery, dr. (B)(6) felt it was likely the patient had a deep underlying infection. She was then scheduled for revision surgery."

Manufacturer narrative:
The following other hip devices were also listed in this report: 32mm std lfit v40 head, cat# 6260-9-132, lot# 18504401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the revised device was discarded in 2008 and was not returned to the manufacturer. When completed, the evaluation summary will be submitted in a supplemental report.